Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2006. Subsequently, patient has reported multiple dislocations since the surgery. However, we have no medical records to substantiate these events. As of this date, no revision surgery has been performed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under adverse events, #8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions". This report submitted (B)(6) 2010.